Event description:
The pt received his scs system consisting of a paddle lead and ipg on (B)(6) 2007. It was reported that the pt lost stimulation one day later. Lead impedance testing showed only one invalid contact that was not being used to produce stimulation at the time. An x-ray indicated the lead had migrated. The physician reportedly repositioned the lead and on follow up it was working well. No devices were explanted. No additional events have been reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.